Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and replaced sample probe and buffer valve to resolve the issue. Fse verified instrument operation. (B)(4). Patient demographics (weight, age, date of birth, gender) are not provided for all patients.

Event description:
The customer stated that they recovered high na (sodium), k (potassium), and cl (chloride) patient results in ise (ion selective electrodes) cell #1 of the au5800 clinical chemistry analyzer. The customer immediately caught the high results and repeated all the samples. High patient results were not reported out of the laboratory. The customer stated that calibration and qc (quality control) was within laboratory acceptable range on the date of the event.